Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns luer was cracked / damaged / deformed. Verbatim: rcc received a complaint via email. Email(s) attached. Defect description: syringe broke during use part #: 153239 product description: syringe 10ml ll bns vendor part #: 304657 lot #: 5020045 date reported: 1/29/2026 sample received: yes customer response on 17-feb-2026. Can you please provide an exact date of event in format mm-dd-yyyy? 01-28-2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm was reported based on the information provided, a sample is available for evaluation. Could you kindly share the address of the facility for us to send the shipping label? Sample was biohazardous customer response on 19-feb-2026. I apologize for the miscommunication. The sample was not retained because it was biohazardous. I have been told that biohazard samples are not received by bd, can you please confirm for the future if biohazard samples are received? See below response: can you give further description on the event? Per customer syringe ¿cracked near the top¿. Where did the syringe break? Based on sample evaluation the damage was at the tip of syringe. Were there any visible cracks or damage to syringe? Yes, small crack noted at the tip was a leak noted? Yes when water was pushed through, it squirted out of the crack.

Manufacturer narrative:
Investigation results: two photos were received by our quality team for evaluation. Based on the photos alone, it was not possible to identify any damage or cracks on the luer. The reported incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be verified.

Event description:
No additional information.